Event description:
It was reported to olympus, that the evis exera iii duodenovideoscope had a blocked channel. Nspection and testing of the returned device found that the water channel on insertion tube side was clogged with foreign debris. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the glue on the plastic distal end cover and insertion tube was cracked. It was also noted that the right angle was out of specification. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be determined based on the provided information. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.